Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of pump malfunction was confirmed via product analysis of the pump. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. During functional testing the bulb stayed flat. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a dimpled pump. A new inflatable penile prosthesis pump component was implanted and the event resolved further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the specific cause of the dimpled pump was not found. When the patient pressed the pump, it stayed flat. The patient experienced the symptoms 2 weeks ahead of the surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a dimpled pump. A new inflatable penile prosthesis pump component was implanted and the event resolved further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the specific cause of the dimpled pump was not found. When the patient pressed the pump, it stayed flat. The patient experienced the symptoms 2 weeks ahead of the surgery